Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, additional information, and completed investigation. The lot number has updated due to the confirmation of the actual lot number when the actual device was returned, therefore, section has been updated. The device was returned therefore sections have been updated. One 6 french angio-seal vip device was returned for evaluation. One hemostasis sheath was mated with the locator. The plastic tray was returned as well along with an unopened carrier tube assembly still in the aluminium foil pouch. There was no blood like substance observed on the returned device. The device was slightly curved in a shallow curve but no bends or kinks were visually noted with the naked eye. The locator was then disassembled from the hemostasis sheath and both components were subjected to microscopic inspection. No anomalies were noted. The device was functionally tested by inserting into a vessel model and also a worst case testing was done using a tortuosity device and no anomalies were noted. The device worked as intended. Based on visual, microscopic and functional testing the complaint cannot be confirmed. The returned device had no anomalies. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The user facility reported an event from the same product code/lot number combination. See MDR 3013394970-2017-00479. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported during preparation the angio-seal kinked while getting it out of its case, without knocking it, and before it was used on patient.